Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to defibrillate at 300 joules, after initial defibrillator at 200 joules. There was no pt involvement during the reported malfunction.